Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The performance of the user has decreased; as the usage of the device is not constant, the exact time can not be determined. Re-implantation is considered.

Manufacturer narrative:
Based on the information received from the filed, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, according to the implant registration card, five channels were left outside of cochlea at initial implantation. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The performance of the user has decreased; as the usage of the device is not constant, the exact time can not be determined. Re-implantation is considered but has not yet been scheduled.